Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
At the customer site it was found that the mx40 was showing an inop error code. There was no report of a patient injury or harm.